Manufacturer narrative:
(B)(4). Date sent: 3/7/2023 additional information: would not fire. It was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. B5, h1.

Manufacturer narrative:
(B)(4). Date sent: 3/15/2023. Additional information provided: the original event description should have read "would not fire" not "malformed staples" b1, b5, h1, h6: 6. Medical device problem code a050704 upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a malfunction, and has been revised to a not reportable event.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. What is the most current patient health status and condition? Good condition. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This case is from health authority. It was reported that during the surgery, after fired, noted the staples malformed . Immediately stop using. No additional information can be provided.